Manufacturer narrative:
G4:15apr2021; b4:26apr2021. The replaced front bezel was returned for failure analysis and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported that they were unable to make setting changes using the nav-ring. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The fse replaced the front bezel to address the reported problem.